Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump display would intermittently go blank. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.